Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the pump was not returned for investigation. Data log was not provided and was not found on the remote server. Mechanical interaction with blood (hemolysis): the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data log review. Device history review: the pump passed all post sterile inspection checks.

Event description:
The complainant reported that the patient's urine was still pink after reposition. A couple of hours post reposition; the urine cleared due to the reduction of afterload. The patient was reported to have survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.